Event description:
It was reported that cadd extension sets, extension lines are kinked. No patient injury reported.

Manufacturer narrative:
Device evaluation: two (2) photos were provided and visually analyzed. Marks on the tube were observed confirming the reported issue. Additionally, eighteen (18) samples were returned for evaluation. Visual inspection showed marks on the tube (clamp marks) the investigation attempted to duplicate the reported issue with a sample set: a clamp was activated on the set and it was found when the clamp was deactivated a mark was observed on the tube. The returned sets were compared with the test sample and it was observed that the mark was similar. It was determined the mark originated when the clamp was activated. Leak testing was also performed and no issue was found with leaking. It was determined that the root cause was due to the clamp being closed or manipulated during the manufacturing process, and the damage was not detected. Production personnel was made aware to adhere to and follow the assembly procedure.